Event description:
A customer repair center technician indicated that, during evaluation of the defibrillator for a different symptom, the defibrillator had an unexpected shutdown and would not power back up on ac or battery.